Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified subclavian axillary vein. An epic stent was deployed from the peripheral side. Subsequently, another 10x40x75 epic vascular stent was then advanced for deployment but it was noted that the first deployed stent was floating. The second stent failed to cross the first deployed stent and the device was removed. The procedure was completed without the second stent. No patient complications were reported and the patient status as good.